Event description:
The customer contact reported that during testing at the user facility, the device volume control was only able to be regulated in half of the range and below that the alarm was not audible. The customer contact indicated that there was patient involvement; however, no specific details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.